Event description:
It was reported that the patient was admitted (B)(6) 2022 through (B)(6) 2022 for a recurrent gastrointestinal (gi) bleed. On (B)(6) 2022 refractory gi bleeding persisted into (B)(6) 2022. Emergency endoscopy on (B)(6) 2022 revealed oozing jejunal arteriovenous malformations (avms) that were not thought to be the source of bleeding. Computed tomography angiograph (cta) revealed no overt source of bleeding. The patient required massive transfusion protocol (mtp) with 12 units of packed red blood cells (prbcs) transfused during that time. A significant gi bleed developed again on (B)(6) 2022 while undergoing colonoscopy prep. An additional transfusion of 11 units of prbcs was required. The patient also underwent interventional radiology (ir) embolization of superior and inferior hemorrhoidal artery given active contrast extravasation in the rectum. The patient remained off of warfarin and aspirin and was prescribed 50 mg of thalidomide and octreotide twice a day given recurrent gi bleed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. Related manufacturer's report capturing onset of gi bleeding: 2916596-2022-14067.